Event description:
During procedure the shears appeared to get hot. The team troubleshooted the issue without resolution. New shears obtained and the procedure continued without further incident. There was no harm to the patient.